Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the back rest frame is broken at a bolt hole on this chair.